Event description:
It was reported that (1) device was used during a gastroplastic procedure. It was reported by the affiliate that during the use of the tlc75, the stapler did not fire the staples. Two cartridges were used in the procedure and both did not fire staples. Another device was used to complete the case. There was no consequence to the pt.